Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The device was tested for leakage without stressing the valve. No leakage was observed. The dilator was partially inserted through the valve, then submerged in water. Immediately, bubbles were observed indicating a leak. The dilator was withdrawn and the sheath submerged and tested for leakage. No leakage was observed. The valve was then disassembled from the sheath and closely examined under magnification and an off-center anomaly was observed on the valve. An evaluation of the retention sample from the reported product code/lot combination was conducted along with the samples from two subsequent lots. There were no visual anomalies noted during the visual evaluation. Leakage testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported a similar complaint related to another device from the same product code/lot number combination, also see MDR 1118880-2015-00188. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based upon the available information, it is likely that the dilator or other device was inserted off-center through the valve, resulting in a puncture in the valve. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may causer valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: leaking at the valve; leakage was greater than normal with blood loss being less than 250ml; the procedure was completed; (B)(6); and the patient's condition was reported as stable.